Manufacturer narrative:
On 2/18/2021, bwi received additional information confirming that the pentaray nav high-density mapping eco catheter was used to map. On 2/19/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and left heart catheterization. After performing the first transseptal puncture and while mapping the left atrium (la) with the pentaray nav high-density mapping eco catheter , the patient's vital signs began to drop. The physician noticed a drop in blood pressure and heart rate. An interventional cardiologist was paged, CPR and a left heart catheterization were performed. The pentaray nav high-density mapping eco catheter and soundstar® eco diagnostic ultrasound catheter were in the body when the patient's vital signs started declining and the ablation catheter was later introduced to pace the heart. No ablation had been performed at this point. The caller stated that there were no findings (anomalies) from the left heart catheterization. The physician also used the soundstar catheter to confirm there was no effusion or perforations. The patient was stabilized, his condition improved, and the procedure was completed successfully without further complications. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, features were tested and no issues were observed. In addition, the catheter was deflecting correctly. No malfunctions were observed during the product analysis. The catheter passed all specifications. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and left heart catheterization. After performing the first transseptal puncture and while mapping the left atrium (la) the patient's vital signs began to drop. The physician noticed a drop in blood pressure and heart rate. An interventional cardiologist was paged, CPR and a left heart catheterization were performed. The pentaray nav high-density mapping eco catheter and soundstar® eco diagnostic ultrasound catheter were in the body when the patient's vital signs started declining and the ablation catheter was later introduced to pace the heart. No ablation had been performed at this point. The caller stated that there were no findings (anomalies) from the left heart catheterization. The physician also used the soundstar catheter to confirm there was no effusion or perforations. The patient was stabilized, his condition improved, and the procedure was completed successfully without further complications. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. With the information available, given the adverse event occurred while mapping the la while the pentaray and soundstar catheters were inside the patient¿s body, this event will be conservatively coded and reported under both catheters. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. This report is for the soundstar. The pentaray was reported under manufacturer report number 2029046-2021-00189.